Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an ar-9236-03pp vaultlock glenoid trial broke. This was discovered during a procedure. After receiving additional information on 12/22/2021, sales representative has confirmed that this occurred during a tsa/eclipse procedure when surgeon place the trial in the glenoid it broke. All broken pieces were retrieved from inside the patient and case was completed without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9236-03pp was received for investigation. Visual inspection identified that the returned trial had split into two pieces, proximal to the central post component. No breakage was observed across the posts, however. The cause remains undetermined, although a probable cause is attributed to user-applied mechanical forces during placement of the trial.